Event description:
On 3mar2025, customer complaint was received on 809 readylance safety lancet-21g,3.0mm. Customer reported that a blood donor went to the hospital to treat an infected nail root following a procedural finger poke on (B)(6) 2025. Donor received a paronychia incision and drainage and was prescribed an antibiotics regimen for treatment.

Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. Investigation ongoing.